Event description:
It was reported that during an embolization treatment procedure, the coil became lodged in the catheter's tip and a dissection occurred. The target lesion was located in the moderately tortuous gastroduodenal artery (gda). A non bsc catheter was placed in the vessel. A 6x20 .035 interlocking detachable coil was advanced in the catheter, but became stuck while it was approximately 70% deployed. While attempting to capture the coil, the gda was dissected; however, the physician is unsure how the artery dissected. The devices were removed together with the coil protruding from the catheter's distal tip. An unspecified stent was deployed to treat the dissection and the procedure was ended. There were no additional patient complications reported and the patient's status was fine. The patient returned in (B)(6) 2011 and 5 .018 interlock coils were implanted successfully. The patient's status is fine.

Event description:
It was reported that during an embolization treatment procedure, the coil became lodged in the catheter's tip and a dissection occurred. The target lesion was located in the moderately tortuous gastroduodenal artery (gda). A non bsc catheter was placed in the vessel. A 6x20 .035 interlocking detachable coil was advanced in the catheter, but became stuck while it was approximately 70% deployed. While attempting to capture the coil, the gda was dissected; however, the physician is unsure how the artery dissected. The devices were removed together with the coil protruding from the catheter's distal tip. An unspecified stent was deployed to treat the dissection and the procedure was ended. There were no additional patient complications reported and the patient's status was fine. The patient returned in (B)(6) 2011 and 5 .018 interlock coils were implanted successfully. The patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual inspection of the returned complaint device revealed only the coil was received. The coil was severely stretched from the proximal end toward the distal end. Dried blood was present along the coil and on the fiber bundles. Microscopic inspection revealed the zap tip shape and surface were smooth. The interlocking arm of the main coil was inspected and no damage noted. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is considered user related as an incompatible catheter was used with the coil and continuous flush was not maintained. The dfu for the product states: "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "In order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained through the catheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the catheter and introducer during coil delivery and reduces the potential for contrast crystal formation and/or clotting on the coil, inside the introducer and inside the catheter lumen." (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).